Event description:
A right knee arthroscopy was performed on (B)(6) 2012. The arthroscopy revealed a tear of the anterior horn of the medial meniscus and significant degenerative changes. The pt had a good initial response for 8 days then began having pain. Cortisone and synvisc injections had minimal response. A repeat right knee arthroscopy was completed on (B)(6) 2012 for foreign body removal, shaving of arthritic changes, medial femoral condyle and patellofemoral joint. A broken piece of the veress needle from the arthroscopy on (B)(6) 2012 was removed.

Event description:
A right knee arthroscopy was performed on (B)(6) 2012. The arthroscopy revealed a tear of the anterior horn of the medial meniscus and significant degenerative changes. The pt had a good initial response for 8 days then began having pain. Cortisone and synvisc injections had minimal response. A repeat right knee arthroscopy was completed on (B)(6) 2012 for foreign body removal, shaving of arthritic changes, medial femoral condyle and patellofemoral joint. A broken piece of the veress needle from the arthroscopy on (B)(6) 2012 was removed.